Event description:
The explanted products were received by the manufacturer. Generator product analysis was completed. Generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. The internal generator date indicated that the last greater than 25% change in impedance was on the date of implant and the impedance value changed from 5,722 o to 12,970 o. There were no performance or other adverse conditions found with the generator. The returned lead is pending product analysis.

Event description:
Lead product analysis was completed. The alleged high impedance was verified in the product analysis, or pa, lab. A break was identified in the negative coil. Scanning electron microscopy, or sem, images of the negative coil revealed pitting/electro-etching conditions occurred at the break location. The fracture mechanism of the break could not be ascertained due to metal dissolution and/or mechanical distortion (smoothed surfaces). No other discontinuities were identified within the returned lead portions. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
The patient underwent full vns replacement surgery. The explanted products, which were stated to have shipped back to the manufacturer, have not been received to date.

Event description:
It was reported that the patient was undergoing vns replacement surgery due to battery depletion. However, upon connecting the new m104 generator, high impedance was observed. It was stated that lead pin insertion troubleshooting was performed multiple times and diagnostics continued to show a high impedance. X-rays were reviewed by the physician and a fracture was not observed. No generator diagnostics with a test resistor were performed as it was believed, due to the age of the lead, that there was a lead fracture. No pre-operative diagnostics were available due to the previous generator being full depleted. The new generator was left in the generator pocket and a lead revision was scheduled for a later date. During attempts at product return for the explanted generator, it was revealed that, per the or staff, explanted products are always discarded in surgery. The x-rays have not been reviewed by the manufacturer to date. No relevant surgery for the high impedance is known to have occurred to date. No additional relevant information has been received to date.